Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that ¿no image¿ was cause by video connector was not retained due to wear of the video connector, and this resulted in not performing electrical communication properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image due to a video connector socket worn out, the endoscope cable cannot be connected securely. There were no reports of patient involvement.